Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated high lead impedance >10,000 ohms was received during vns generator replacement surgery with the new generator. Diagnostics with the explanted generator were not possible due to end of service. Generator diagnostics with the new generator itself indicated normal function (4,000 ohms). When the existing lead was attached to the new generator, high lead impedance with >10,000 ohms resulted. The lead was not explanted, and lead revision surgery appears likely. As a lead pin issue has been ruled out, a lead fracture appears more likely. MFR view of available vns programming history with the pt's previous generator identified that high lead impedance has been occurring since at least (B)(6) 2007. Attempts for further info are in progress.